Event description:
It was reported, the patient had a stimulator placed in his abdomen. The stimulator quit working correctly after the patient had knee replacement surgery two years ago. The patient can only sleep on his back. If he sleeps on his side. He gets pain down his leg. The stimulator was used to stop that pain. Additional information received indicated the cause of the event was unknown. The patient was scheduled to see the physician in (B) (6). The patient's complaint was right leg pain (status post right total knee replacement). The patient had a past history of lumbar disk disorder. The patient was feeling paraesthesias over the right leg laterally and posteriorly but complained of breakthrough pain. The patient was last seen in (B) (6) 2008 for reprogramming. At that time, impedances were within normal limits. As of (B) (6) 2009, the patient continued to have leg pain even though paraesthesia was felt in the area of pain. The patient outcome was reported as: no injury. The patient has also been seen by an osteopod who reported right knee surgery looked good. The patient will be seen in (B) (6) for a generator/battery check.

Manufacturer narrative:
(B) (4)